Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a dental surgical procedure on unknown date and the suture was used. During the procedure, the thread ruptured/broke. It is unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.